Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to charge or recognize a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient had a battery charger problem.